Manufacturer narrative:
H10: additional narratives: updated h6 per new information received. Based on the information available, the complaint is unable to be confirmed and product evaluation found no visual damage, contamination, or other abnormalities or functional issues. The most likely root cause of the reported event is use of flow rates of 300 ml/min, which are above the 120 ml/min flow rate listed in the IFU. An edwards defect has not been confirmed.

Manufacturer narrative:
H10: additional narratives: updated h3 and h6 per new information received. H3: product evaluation: customer report of balloon sizing issue was unable to be confirmed. As received, the balloon outer diameter was measured to be approximately 18mm and remained intact. The cardioplegia balloon inflated without leakage or occlusion. Infusion lumen was patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. Engineering task has been opened and assigned for further investigation. Photos attached appeared consistent with lab findings.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the patient's coronary sinus got ruptured at second balloon inflation of rc2012 retro cannula during use. The coronary sinus pressure was 30 mmhg and pressure within the circuit was 190mmhg. The flow rate of cardioplegic solution was 300 ml/ min. The tip position was appropriate. Inflation test before use with saline was not performed. The cannula was not occluded. After the coronary sinus got ruptured, the device was removed immediately from the patient and selective cannulation was performed in replacement. The patient status was reported as "recovered". The device will be returned for evaluation and the surgeon asked the device return to the hospital after evaluation. Photos of the device was attached in the case note. The customer commented that the balloon size seemed to be bigger than 18mm, which was indicated in the catalog. It got hardened too. The balloon was intact. The ruptured site was repaired. There were no abnormalities noted on the cannula before use. The device was stored flat at the hospital. Duration of cannula use or duration of procedure is unknown. The balloon was inflated with the solution of 1:1 ratio for mixture (lactec, potassium, acda solution and peresivin) and blood.

Manufacturer narrative:
Added information to b5. Corrected h3. Device evaluation: customer report of balloon sizing issue was unable to be confirmed. As received, the balloon outer diameter was measured to be approximately 18mm and remained intact. The cardioplegia balloon inflated without leakage or occlusion. Infusion lumen was patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. Photos appeared consistent with lab findings.

Event description:
It was reported that the patients coronary sinus got ruptured at second balloon inflation of rc2012 retro cannula during use. The coronary sinus pressure was 30 mmhg and pressure within the circuit was 190mmhg. The flow rate of cardioplegic solution was 300 ml/ min. The tip position was appropriate. Inflation test before use with saline was not performed. The cannula was not occluded. After the coronary sinus got ruptured, the device was removed immediately from the patient and selective cannulation was performed in replacement. The patient status was reported as recovered. The device will be returned for evaluation and the surgeon asked the device return to the hospital after evaluation. Photos of the device was attached in the case note. The customer commented that the balloon size seemed to be bigger than 18mm, which was indicated in the catalog. It got hardened too. The balloon was intact. The ruptured site was repaired. There were no abnormalities noted on the cannula before use. The device was stored flat at the hospital. Duration of cannula use or duration of procedure is unknown. The balloon was inflated with the solution of 1:1 ratio for mixture (lactec, potassium, acda solution and peresivin) and blood. Per the follow up to the customer, below information was obtained. Coronary sinus rupture was discovered visually. There was no manipulation of cannula or balloon between first and 2nd inflation. After the device was removed, antegrade cannulation to the coronary arteries was performed for selective cannulation. The meaning of balloon got hardened is the balloon was stretching by the inflation, although there is no recognition of over-inflation. The surgeon was well experienced.